Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of this lead was performed. Analysis showed that there were no abnormalities were detected. The allegaton against the lead was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant with unknown reasons. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted with unknown reasons. This lv was never in service. No adverse patient effects were reported.